Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported that a patient was injected by a different injector in the nose, dark circles, nasolabial groove and nasal tip lift with juvederm ultra plus xc. The treating physician reported that the patient ¿could not see well.¿ the patient saw the treating physician who confirmed that the patient has ¿necrosis¿ and stated that it was due to an inexperienced injector¿s technique and doubted that the product was valid. No other information was provided. The symptoms are ongoing.